Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, far r wave oversensing and high capture thresholds on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Event description:
New information notes low pacing impedance on the right ventricular (rv) lead. Physician decided to continue to monitor. There were no patient consequences.